Manufacturer narrative:
B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of urinary incontinence and pump mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. During a cystoscopy procedure, the physician could not pass the cystoscope past the cuff. A surgical procedure was performed during which the entire device was explant and replaced. Upon explant, the pump had an obscure white crystal inside but there was still fluid in the system. There were no further patient complications reported.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. During a cystoscopy procedure, the physician could not pass the cystoscope past the cuff. A surgical procedure was performed during which the entire device was explant and replaced. Upon explant, the pump had an obscure white crystal inside which was suspected to be antibiotic irrigation residue, and there was still fluid in the system. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered.corrected the device codes field (h6) in section h, device manufacturers only.the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Foreign material and recurring incontinence are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. A risk review confirmed that the events of foreign material and urinary incontinence were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Per media review the pump was confirmed to have white residue inside the pump bulb. It is suspected to be from antibiotic irrigation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the reported issue of "obscure white crystal" may have been due to procedural-related factors such as residue from antibiotic irrigation; therefore, a conclusion code of adverse event related to procedure was assigned to this investigation.